Manufacturer narrative:
This legal event is being reported as serious injury due to the reported recurrence with surgical intervention. Internal investigation into strattice lot sp200233 included a review of the reported information, review of the device history records, and a review of the complaint history records. The investigation resulted in no remarkable findings, including no other complaints reported against the lot and no deviations or related non-conformances revealed during processing. The lot was terminally sterilized within the process parameters and met all qc release criteria. As of 23 jan 2023, of the (B)(4) devices released to finished goods for lot sp200233, (B)(4) have been distributed with 92 reported as implanted. Based on our internal investigation with no remarkable findings, and without relevant patient factors, a relationship between the strattice and this event could not be determined. Due to the legal process, if additional information is made available during legal proceedings, a supplemental report will be submitted.

Event description:
It was reported through a legal event that a 45 year old female patient had hernia repair surgery on or about (B)(6) 2021. During the hernia repair surgery, the surgeon implanted a strattice mesh; lot # sp200233-093 ref # 1535002p mesh. After surgery, the patient returned to the hospital on or about (B)(6) 2022 for a revision surgery and additional strattice mesh was implanted. Plaintiff continues to experience complications. It was reported a second device was implanted on (B)(6) 2022 and the patient continues to experience complications; however since there is no date of occurrence or additional details provided against the second device, a second record will not be opened.